Manufacturer narrative:
Product event summary: analysis was unable to confirm the stated reason for return of " does not stimulate", the device passed its incoming testing on the automated test console. It was noted that the battery contacts were contaminated. The main board was calibrated and the battery contacts were cleaned. The device then passed all tests with no visual or electrical anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator would not stimulate. The generator has not been returned for service. There was no patient involvement.